Event description:
The initial reporter received questionable ca 19-9 elecsys e2g results for one patient tested on a cobas 8000 e 801 module. It was requested but not provided if the initial ca 19-9 result was reported outside the laboratory. The customer performed dilution testing with the patient's sample due to the initial ca 19-9 result not matching the patient's previous result. The patient's initial undiluted ca 19-9 result was 431 u/ml. The patient's repeat ca 19-9 result with a 1:2 dilution was 569 u/ml. The patient's repeat ca 19-9 result with a 1:10 dilution was 905 u/ml. The e 801 module serial number was requested but not provided.

Manufacturer narrative:
For dilution testing, product labeling states "samples with ca 19-9 concentrations above the measuring range can be diluted with diluent universal. The recommended dilution is 1:10 (either automatically by the analyzer or manually). The concentration of the diluted sample must be > 50 u/ml." Also, "the ca 19-9 antigen tends to aggregate. This may lead to nonlinear dilution behavior in certain individual samples." The investigation is ongoing.

Manufacturer narrative:
The patient's sample was provided for an investigation and tested on an unknown roche analyzer. The patient's undiluted ca 19-9 result was 430 u/ml. The patient's ca 19-9 result with a 1:2 dilution was 609 u/ml. The patient's ca 19-9 result with a 1:5 dilution was 787 u/ml. The patient's ca 19-9 result with a 1:10 dilution was 918 u/ml. The patient's ca 19-9 result with a 1:20 dilution was 985 u/ml. The patient's ca 19-9 result with a 1:50 dilution was 1093 u/ml. The patient's ca 19-9 result with a 1:100 dilution was 1231 u/ml. The investigation is ongoing.

Manufacturer narrative:
The patient's sample was tested on a lumipulse analyzer and had the following ca 19-9 results: the patient's undiluted ca 19-9 result was 1270 u/ml. The patient's ca 19-9 result with a 1:2 dilution was 1532 u/ml. The patient's ca 19-9 result with a 1:5 dilution was 1725 u/ml. The patient's ca 19-9 result with a 1:10 dilution was 1900 u/ml. The patient's ca 19-9 result with a 1:20 dilution was 1940 u/ml. The patient's ca 19-9 result with a 1:50 dilution was 1950 u/ml. The patient's ca 19-9 result with a 1:100 dilution was 2090 u/ml. The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The investigation determined the patient's sample had false low elecsys ca 19-9 results and the dilution testing confirmed the non-linear dilution behavior. The investigation determined the ca 19-9 results with other methodologies confirmed the elecsys ca 19-9 were false low. Based on the provided information, the cause for the false low ca 19-9 results and the non-linear dilution behavior of the patient sample could not be established. For dilution testing, product labeling states, "samples with ca 19-9 concentrations above the measuring range can be diluted with diluent universal. The recommended dilution is 1:10 (either automatically by the analyzer or manually). The concentration of the diluted sample must be > 50 u/ml." Also, "note: the ca 19-9 antigen tends to aggregate. This may lead to nonlinear dilution behavior in certain individual samples."note: the ca 19-9 antigen tends to aggregate. This may lead to nonlinear dilution behavior in certain individual samples." Based on the provided information, a general reagent issue could be excluded.